Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3: device not returned.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Subsequently, a cartridge alarm 20 occurred during the load sequence. The customer reverted to an alternate method of insulin therapy. In addition, it was reported that the customer experienced a low blood glucose level of 50 mg/dl. The cause of the low bg was unknown. Additional information was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response from the customer was not received.